Manufacturer narrative:
(B)(4). Fisher & paykel healthcare are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Event description:
A healthcare facility in france reported that a bc191 flexitrunk infant nasal tubing was found to be torn during use. There was no patient consequence.

Event description:
A healthcare facility in france reported that a bc191 flexitrunk infant nasal tubing was found to be torn during use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint bc191 flexitrunk infant nasal tubing was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer reported that a bc191 flexitrunk infant nasal tubing was found to be torn during use. Conclusion: without the complaint device, we are unable to determine the cause of the reported failure. All flexitrunk nasal tubings are visually inspected, and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.